Manufacturer narrative:
The tacticath was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.

Event description:
Related manufacturer reference: 3005334138-2018-00140,3008452825-2018-00163. During an ablation procedure, a cardiac perforation occurred. Following several minutes of ablation, the patient became hypotensive. An ultrasound confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The physician believed the perforation was near the left atria.